Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was on white screen. The customer stated that the malfunction occurred, and nurses are unable to get the medication from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that an unexpected data error had occurred because the database 'dsclientoltp' requested by the login could not be opened. A technical support specialist (tss) logged in as cfnapp and found that the dsclientoltp database was in suspect mode. After restarting the microsoft structured query language service, the dsclientoltp database was successfully restored. The system functioned as intended after the technical support specialist troubleshot the device.